Event description:
As reported, approximately 4.5 years post initial tka, the patient presented with synovitis and pain. Surgeon did a poly exchange with same size 13crc implant. Surgeon noted moderate poly wear. Patient revised to exactech devices. Patient left in stable condition. X-ray and photos received. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of pain and synovitis as stated in the complaint submission. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable cause associated reported event of ¿pain¿ is associated with undesirable or unexpected pain due to the presence of an implanted device, not caused by a post traumatic event (fall, car accident, etc.)